Event description:
Belmont rapid infuser failed during critical need on a pt in the ICU, it was reported that during use, the roller disengaged from the river shaft causing unit failure. Pt expired. Unit was sent to biomedical engineering and upon visual inspection, it was found that the unit's roller head retaining screw was missing. Unit was isolated and will be sent to the MFR for in depth inspection.